Manufacturer narrative:
This spontaneous case was reported by a lawyer and refers to a social media post. It describes the occurrence of fatal complication associated with device ('died due to complications of this device') in a 24-year-old female patient who had essure inserted. The patient's medical history included parity 2 and multigravida. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced complication associated with device (seriousness criterion death). The patient died in (B)(6) 2016 and the reported cause of death was contraceptive device complication. The reporter considered complication associated with device to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: complication associated with device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. This case with very limited information was received via lawyer and refers to a social media post reporting that a 24-year-old female patient died due to complications associated with essure (''died due to complications of this device''). The report lacked details on the specific complications experienced by the patient or the specific cause of death. Details were missing also on the essure insertion procedure, possibly associated conditions, and relevant medical history. Thus, due to the complete lack of clinical-anamnestic information, the causality between the use of essure and the reported fatal complication associated with device is currently not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and refers to a social media post. It describes the occurrence of fatal complication associated with device ('died due to complications of this device') in a (B)(6)-year-old female patient who had essure inserted. The patient's medical history included parity 2 and multigravida. On an unknown date, the patient had essure inserted. In february 2016, the patient experienced complication associated with device (seriousness criterion death). The patient died in (B)(6) 2016 and the reported cause of death was contraceptive device complication. The reporter considered complication associated with device to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: complication associated with device. Quality-safety evaluation of ptc: unable to confirm complaint. This case with very limited information was received via lawyer and refers to a social media post reporting that a (B)(6)-year-old female patient died due to complications associated with essure (''died due to complications of this device''). The report lacked details on the specific complications experienced by the patient or the specific cause of death. Details were missing also on the essure insertion procedure, possibly associated conditions, and relevant medical history. Thus, due to the complete lack of clinical-anamnestic information, the causality between the use of essure use and the reported fatal complication associated with device is currently not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.